Event description:
It was reported that customer had scratched screen that was hard to read. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no troubleshooting or corrective actions were performed, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.